Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received a lower adc device scan result compared of 2.9 mmol/l compared to blood glucose reading of 11.4 mmol/l obtained on a competitor brand meter device and the results, when plotted on a parkes error grid, fall into the "c" zone, showing the difference in values to be clinically significant. The length of sensor wear was unknown. There was no report of death or permanent impairment associated with this event.